Event description:
It was reported that the patient "never had therapeutic effect." The patient stated that he was implanted with the device about 10 days ago and was not noticing at reduction in his frequency symptoms. The patient confirmed that he was feeling stimulation. It was noted that prior to the trial, the patient was using the bathroom 13 times a day. The patient stated that this was unchanged after the implantation of the device. It was further noted that during the trial, the patient was going a total of 7-8 times. The patient stated that he had tried all 4 programs on the device and that he "was not given direction on how to use the stimulation by his physician." The patient stated that "the internal neurostimulator (ins) was faulty." Basic functionality and expectations of the device were discussed. Additional information received reported that the patient did not have concerns about his device or therapy. It was noted that the patient received assistance from his physician or manufacturing representative and his concerns were resolved. The patient had a physician's appointment on (B)(6) 2012 and an appointment with the manufacturing representative on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3889-28, lot# va00sxl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).